Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported leak during prep. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information and without the device returned for analysis, a cause for the reported leak during prep could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented for a triclip procedure. During the preparation, a triclip steerable guide catheter (tsgc) lost the column. All steps were performed as per IFU. Guide was replaced and one triclip was implanted. There were no adverse patient effects or clinically significant delays reported.